Manufacturer narrative:
During the onsite visit the tm (territory manager) performed system verification and could not find any issues with laser setting. According to the follow up details the tm had reviewed the logfile and found they look great. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A technician reported myopic patients were ending up undercorrected after lasik. Upon follow up, reporter informed change in schedule of gas changes has improved outcomes and resolved the issue.